Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that the pump was dropped, and subsequently a malfunction alarm occurred. Customer's blood glucose level was 94 mg/dl. Multiple follow-up attempts were made by tandem technical support regarding an alternate method of insulin therapy however the customer did not respond.